Event description:
The user facility reported that a hose had separated from their system 1e processor causing water to flood into the room where the unit is located. User facility personnel shut off the water supply and proceeded to clean up the water. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that the 90 degree factory crimped fitting had separated at the carbon inlet connection. The technician replaced the hose, ran a test cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).